Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced audible sound. Based on the information available and the testing conducted we were unable to replicate the reported problem. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was no audio at the time of the event, the speaker has been replaced.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the mx40 speaker does not produce audio. The device was not in use on a patient at the time of the event, there was no patient involvement.